Event description:
On (B)(6), customer reports via phone - approx (B)(6) male having a urology procedure, including stent placements when the system fluoro failed. Physician completed the procedure using endoscopy to place the stents. Stent placement was confirmed using flat plate x-rays. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.